Event description:
On (B)(6) 2010, the pt reported that "many months ago" he experienced a leaky insulin cartridge and insulin leaked into the cartridge compartment of the infusion device. He stated it was a very small amount of insulin and he was able to dry the cartridge compartment. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.